Manufacturer narrative:
The device remains in service pending a replacement procedure. This report will be updated when additional information is received.

Event description:
Boston scientific received information that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. A request was made to have data from this device analyzed. Data reviewed in the remote monitoring system showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
A replacement procedure was scheduled in (B)(6) but the patient refused the surgery. As of today, the device remains implanted and it is unknown if the patient will consent to have the device explanted and replaced.

Manufacturer narrative:
The device remains in service, despite technical services recommendation to replace the device in 2018 and currently. This report will be updated should additional information be provided.

Event description:
Boston scientific received additional information. Nearly one year later, this device recorded another code 1003 indicative of battery voltage too low for the projected remaining capacity. A request was made to have data from this device analyzed. Data reviewed in the remote monitoring system showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. No adverse patient effects were reported.